Event description:
It was reported to nova biomedical that a consumer received a result of 348 mg/dl on their blood glucose meter. The consumer performed two more tests using the very same meter and strips getting results on 72 mg/dl and a 25 mg/dl. The consumer experienced an event which required medical intervention with emts. The meter in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.